Event description:
Device malfunction: cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure in an unspecified vessel, using the proglide device after an unspecified procedure. Reportedly, "no sutures were attached". It is unknown if there were any patient effects. It is unknown by the reporter how hemostasis was achieved. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported, the device was discarded. The lot number was provided. Review of the device history record lot did not produce any findings relevant to this report.